Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Previously capped lead was explanted on (B)(6) 2023 the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to noise and micro dislodgement. Lead was replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.